Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 16, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on july 12, 2019. Reportedly, the procedure was done under local anesthesia and there were no issues noted during the procedure. According to the complainant, on august 1, 2019 during a magnetic resonance imaging (MRI) the spaceoar gel was noted to be present in the rectal wall. On (B)(6) 2019 a flexible sigmoidoscopy was performed and rectal perforation was found. The patient was asymptomatic and did not received any treatment. As of (B)(6) 2019, the patients rectal bleeding, pain and fluid discharge have been resolved. A follow-up procedure will be performed on november 2019 to ensure complete healing prior to radiation therapy.